Manufacturer narrative:
Event problem and evaluation codes: (evaluation method): medical review. (Evaluation result): per medical review - accurate determination of ocular biometrics is key to the safety of implanted iols. There is no record of how lens size was determined in this case. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: based on the results of the DHR review, the available information given within this complaint, product evaluation, work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The surgery facility reported the incident was due to patient anatomy and there was no problem with the lens. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue.

Manufacturer narrative:
Diopter: +23.5. Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Event problem and evaluation codes: (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions codes: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon implanted a aq2010v three piece silicone +23.5 diopter lens. The haptic was too long for the patient. The physician decided to remove the lens. There was no problem with lens. This incident was due to patient anatomy. A non-staar lens was implanted. There was no patient injury.